Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the faulty power outlet caused the failure. Upon inspection the field service engineer, verified the power cord was properly connected, but the station still did not power on. Opened the topper and disconnected the bus cable to drawers, then from the communication (comm) sled to the auxiliary cabinet and found no change. Disconnected power supply cables to the comm sled and attempted to power on, but there was no click or fan activity. Observed a laptop on the auxiliary cabinet plugged into the same red outlet set; it was on but not charging. Moved the laptop to a nurses station outlet, and it began charging. Contacted facilities maintenance and repaired the power outlets. Rebooted the station during repairs, cleaned the electronics drawer and around the comm sled and power supply, removed debris from the back panel edge, reseated all bus cable connections, and inspected all cables for physical damage. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not powering on. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.